Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an atrial perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One mitraclip was successfully implanted, but after removing the steerable guide catheter (sgc), an 8mm patent femoral ovale (pfo) was present, causing a shunt in both directions. To treat the shunt, an atrial occluder was implanted. Mr reduced to a grade of 1. There no was clinically significant delay in the procedure. No additional information was provided.